Event description:
Medwach report explained that a pack of cottonoid surgical patties opened to the field. Scrub tech counted them and wet with saline. One of the green strings came off one of the patties. Package and patties saved. No harm to pt.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.